Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iiis had cracks in the seals. According to the reporter, the physician clamped the aorta to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question. Refer to medwatch # 2242352-2011-01729.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).